Manufacturer narrative:
Evaluation: results and conclusions: other (pending additional information).

Event description:
A 3.0 mm diameter x 18 mm length endeavor resolute rx drug-eluting coronary stent system was implanted into a pt for treatment of a circumflex lesion. The pt also received two additional endeavor resolute drug-eluting stents. (MFR report # 2953200-2008-00326 to 00328) the lesion morphology was reported to be tight in the lad and occluded in the circumflex. It was reported that the first stent was successfully deployed in the lad. The second and third stents were deployed and there was a small amount of overlap. The overlap was post dilated at 24 atm. The angiographic result was good. Two days post stent implant, the pt presented with chest pain and st elevation and right bundle branch block. Angiography revealed that the lad and circumflex had occluded. All of the stents were ballooned which resulted in timi 3 flow. There was another lesion noted and an endeavor resolute drug-eluting stent was implanted distal to the stent with an overlap. At this point the pt became stable. An attempt was made to cross into the lad through the previous stents, but this was unsuccessful. It was reported that the pt expired later that night. No further details have been obtained.